Event description:
It was reported that there were high impedances and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 implantable pacing lead (B)(6) 2007; vedr01 pacemaker (B)(6) 2007.